Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was cancelled after the patient had been sedated. An angiojet ultra 5000a was selected for a thrombectomy procedure. However, the console failed to read the catheter and device displayed an error message "unable to read pump bar code". Another catheter was used but still the same error message occurred and patient was already sedated. The procedure was cancelled. No patient complications were reported.